Event description:
Stelo cgm readings not accurate when compared with freestyle finger stick. Reading has been 50-150 points off. I have called stelo and they state there is nothing they will do. I am requesting the cgm be replaced. I have hypoglycemia and have passed out because the reading has been inaccurate. I have had glucose level crashing below 30. I would like to be contacted to see if you can help me with this problem.